Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after not having used the pump for approximately 10 months, the pump was unable to be turned on after plugging into a power source for 5 minutes. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was instructed that due to complete battery depletion, it may take up to an hour of charging for the pump to turn back on. Additional information regarding whether or not the pump was able to be turned on was requested; however no additional information was provided.